Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported to have injected a patient in lips and supralabial region (barcode region) with 2 syringes of juvéderm® volift¿ with lidocaine. The hcp reported to have ¿done all correctly¿ and ¿performed asepsis¿. There was no problem during the procedure. During that night, the patient complained of burning and started getting swollen; the hcp added that this edema was local. A week later, the patient contacted the hcp referring to important and persistent edema and local pain. The patient informed the hcp that all the face was swollen. The patient was calmed. By looking at the photos the hcp believed that not all the face was swollen, only the injected region. The hcp started treatment with prednisone 20mg per day, but the edema worsened, and the patient had to go to the ER on the 10th day after the procedure. There, patient was medicated with intravenous solu-cortef® and the physician increased prednisone dose to 40 mg per day and started treatment with ciprofloxacin. On the 11th day after the procedure, physician injected 300 utr of hyaluronidase. On the 15th day after the procedure, the physician reassessed the patient personally and noted that patient had improved enough and had no more pain. Currently, the patient is receiving ciprofloxacin (which physician intends to maintain for 21 days) and prednisone at weaning, a current dose of 30 mg per day. Physician denied triggers on the patient. Physician suspected pmma at the site, despite the patient's denial. This is because the patient has had a mini face lift for many years and has a palpable nodule in the malar region of etiology to clarify. The hcp added that ¿according to the patient's relative, patient has presented "many allergies recently." The patient was also treated with clarithromycin. Symptoms are partially resolved. The patient is still with low edema.